Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 72 mg/dl. Cause of low bg was due to unspecified delivery of insulin during the load fill tubing sequence; details were not provided. Customer addressed low bg by consuming candy, toast, orange juice, carbohydrates and glucagon.